Event description:
Caller reported experiencing a cartridge alarm 20 during the load process of their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite not resolving the alarm through her attempts, customer declined further guidance in cartridge loading, expressing familiarity with the process. Reportedly, customer reverted to manual injections for insulin therapy.